Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined.

Event description:
During an ablation procedure a dissection occurred. While placing the supreme catheter the coronary sinus was dissected. Fluoroscopy and contrast were used to confirm the dissection however there were no patient symptoms and no intervention was needed. There were no performance issues with any abbott device.